Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: no defect was found. The last basal delivery and the last bolus were delivered on (B)(6) 2013. Pump history shows no alarms outside the range of normal patient use. The delivered basals and boluses add up correctly to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test no alarms occurred during testing. Pump found to be operating within required range and delivering accurately. Unable to duplicate reported complaint.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that the subject pump was delivering 6 units more per day according to her hcp. The patient reported that in late (B)(6) 2013 she saw her hcp after obtaining low blood glucose (bg) readings of 29 mg/dl for 5 days. The patient denied developing any other signs/symptoms suggestive of hypoglycemia with the low bg results. The patient stated her hcp checked pump and verified that the pump delivered all the basals correctly; however, upon checking the downloaded data from ez manager, the patient¿s hcp discovered that the pump was delivering 6 extra units of insulin per day. The patient¿s hcp recommended that the patient stop using the subject pump. The patient informed the animas representative that in late september she stopped using the animas pump and began using a loaner pump provided by her hcp. The patient stated she has had no bg excursions since she began using the hcp¿s loaner pump. At the time of troubleshooting, the patient confirmed that at the time she was using the pump it was set to the correct date and time. The patient also confirmed advanced settings were configured as intended. This complaint is being reported because the patient obtained a blood glucose result below 40 mg/dl while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to the event.